Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection finds the tibial baseplate returned without significant deformation but with cement on the inferior surface and scratches on the superior surface. The included high flex insert is scratched and worn. The clinical/medical investigation concluded that, based on the x-ray dated on (B)(6) 2025, the implant gross loosening or failure to achieve bony integration most likely caused or contributed to the patient¿s pain, swelling, stiffness, twisting injury/fall, periprosthetic medial proximal tibia fracture, and the subsequent revision. Although we cannot rule out inadequate fixation or positioning of the components, the patient¿s age or history of osteoarthritis as contributory factors. It is unknown if the type of bone cement or its application could have contributed to the reported adverse event, but the failure is more than likely related to the cement and not to the device itself. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: b7, d9, d10. Corrected data: b3, b5, h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, after a total knee arthroplasty (tka) surgery had been performed on (B)(6) 2025, on (B)(6) 2025, 17 days postoperatively, the patient began outpatient physical therapy, and during home therapy period, a fall was reported. On a follow-up visit on (B)(6) 2025, the patient reported persistent knee pain, which increased with movement. The patient reported that after experiencing a twisting injury to the knee shortly after surgery, had not fully recovered. Radiographies showed a periprosthetic medial proximal tibia fracture leading to gross loosening of the tibial component. The patient underwent revision surgery on (B)(6) 2025 in which the tibial component was revised during the procedure. Patient's current status is normal recovery of revision procedure.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty (tka) surgery had been performed on (B)(6) 2025, the patient experienced a periprosthetic medial proximal tibia fracture leading to gross loosening of the tibial component. This adverse event occurred after the patient had returned home postoperatively and twisted her knee in a way that made her feel something was not right, prompting her to seek evaluation by dr. (B)(6), the surgeon who performed the index procedure. Following imaging, the diagnosis was confirmed, and the patient underwent revision surgery on (B)(6) 2025. The tibial component was revised during the procedure. The patient¿s current health status is unknown.